Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre reader would not power on with button press or test strip insertion "as a result of a fall". Customer further reported being hospitalized, however no further information was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer reported the adc freestyle libre reader would not power on with button press or test strip insertion "as a result of a fall". Customer further reported being hospitalized, however no further information was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned for this issue, and an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not provided for the libre reader. The manufacturer of the libre reader was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was completed for the libre reader and reported complaint, and no trips were identified. If the product is returned, the case will be re-opened, and a physical investigation will be performed.h10 has been corrected to capture the updated investigation performed for this issue.

Event description:
Customer reported the adc freestyle libre reader would not power on with button press or test strip insertion "as a result of a fall". Customer further reported being hospitalized, however no further information was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death, serious injury, or mistreatment associated with this event.